Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to MFR that vns pt was at a f/u visit and during system diagnostics, high lead impedance was observed. X-rays were taken and reviewed by the surgeon. The surgeon indicated that no anomalies were visualized during review; however, these x-rays were not made available to the MFR for review. It is unk if any pt manipulation or trauma occurred to have contributed to the event. Pt has been scheduled for a lead replacement surgery. Good faith attempts to obtain additional info has been unsuccessful to date.